Event description:
The manufacturer received information alleging a patient experienced the bipap a30 device shutdown unexpectedly and stopped working. The patient was developed worsening cyanosis and dyspnea. There was no report of medical intervention was specified for the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.